Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Discoloration of 32-4 lfit head. Opened a new implant.

Manufacturer narrative:
An event regarding appearance involving a metal femoral head was reported. The event was confirmed. Method & results: -device evaluation and results: discolouration was observed on the returned head. -medical records received and evaluation: no adverse consequences to the patient were reported and no information was provided, hence a medical review was not performed. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other pi for similar events for the lot referenced. Conclusion: an nc was issued to further investigate this event. Two root causes were identified: release of triazole species from the foam used within the packaging. Current cleaning sequence not preventing discoloration developing on the lfit femoral head. If additional information becomes available, this investigation will be reopened.

Event description:
Discoloration of 32-4 lfit head. Opened a new implant.